Manufacturer narrative:
G4:22jan2021. B4:26jan2021. The power management board and central processing unit board were returned for failure investigation. Testing of both boards was completed and the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
It was reported there was a back up alarm malfunction. The device was in clinical use at the time of the issue, however there was no patient harm. The manufacturer's international service technician evaluated the unit. The manufacturer's international service technician reported that replacing the central processing unit printed circuit board assembly and the power management printed circuit board assembly resolved the issue.